Event description:
It was reported that the liner could not be seated into the acetabular cup. A different liner was used to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.